Event description:
Information received by medtronic indicated that the ok button was unresponsive. The blood glucose at the time of the event was 151 mg/dl. No harm requiring medical intervention was reported. Troubleshooting was performed and the ok button on the keypad was found unresponsive most of the time. The customer will discontinue using the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear. Customer returned device for an alleged unresponsive keypad observed on august 14, 2022. The device passed the displacement test. Device did not pass the self-test. During the self-test, insulin pump error (variable 3) occurred at (B)(6) 2022 12:46:24.000. All buttons function properly. Device was cut open to perform visual inspection and found physical or moisture damage to the keypad assembly, electronic assembly, or motor. The j1 connector on electrical board 1 was locked properly during visual inspection. Device passed the keypad voltage test. The device passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, label damage (serial number label faded; end cap address label faded) and cracked retainer. Keypad buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Cracked retainer ring was confirmed during analysis. Insulin pump error (variable 3) was confirmed due to broken trace at u1 pin 6 on the keypad assembly. Moisture damage was found on the electrical board 1 and motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.